Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings. Also found 2 cannula bent. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 103 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.